Manufacturer narrative:
The vyaire field service team was able to duplicate the reported problem. The issue was resolved by replacing the power supply. The field service representative ran an ovp (operational verification procedure). The avea ventilator unit passed all tests and runs according to manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator experienced a burning smell. There was no patient involvement associated with the reported issue.